Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp)'s balloon was not inflating. There was patient involvement but no harm reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the failure could not be duplicated. The unit was exercised but no failure was identified. All functional and safety tests were passed per manufacturer specifications.